Event description:
It was reported by the cardiac intensive care educator that the intra-aortic balloon (iab) was inserted in a patient and did not inflate all the way. The patient was getting no augmentation from the iab therapy and there was no change to the arterial pressure wave form from a basic arterial tracing. The md determined that the patient was doing okay without the iab therapy and decided to remove the iab. After the iab was removed from the patient, it was put in a tray of water and it still would not unwrap all the way. Additional information received from the educator on 1/30/09 stated that "the pump was used later that day on another patient and functioned properly."

Manufacturer narrative:
(B) (4). Follow-up report will be filed, if additional information becomes available.